Event description:
It was reported that a spectrum iq infusion pump had an issue of upstream occlusion while running flow accuracy test in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing , upstream occlusion while running flow accuracy test was not reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.